Event description:
It was reported that the custom received a motor error alarm. The insulin pump gave a motor error alarm more than three times. The customer's blood glucose was unknown. Advised customer that the insulin pump would be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received unable to prime unit during prime/a33 test due to faulty force sensor resistor. The insulin passed basic occlusion test and displacement test. No motor error alarms were noted. The insulin pump has cracked case at display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.